Event description:
A hta pro cerva procedure set unit was used during a hysteroscopy procedure. According to the complainant, during the heating phase of the hta procedure, a fluid loss alarm whet off on the console. The physician was using both a tenaculum stabilizer and a speculum in the procedure. The rep estimated the fluid loss rate to be approximately 10cc/min. At this time, the physician placed a second tenaculum stabilizer. The ablation phase was started. At about one minute into the ablation phase, a second fluid loss alarm went off. The rep estimated the fluid loss rate to be about 6-10cc/min. At this point, the physician applied a gimpelson tenaculum. At about two minutes into the ablation, a third fluid loss alarm went off. The rep estimated the fluid loss rate to be 40cc/min. The physician aborted the procedure and the cool down phase was performed. It is believed that the gimpelson tenaculum punctured the pro cerva sheath. The patient sustained a burn on the cervix. The rep estimated the burn to be between superficial and first degree and about the size of a quarter. The burn was treated with a topical cream. Prior to the hta procedure, the rep was informed that the physician gave the patient cytotec to soften the cervix.

Manufacturer narrative:
The complainant indicated that the device is available for return, but has not yet been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed. Follow up information received on october 21, 2009, confirms, that the fluid loss lead to leakage at the cervix. The patient was dilated correctly. The patient was administered cytotec prior to the procedure, which softened the cervix too much. The sales rep believes the burn was a second degree burn. The burn was treated with vaseline. Although an attempt was made to obtain further follow up regarding degree of burn with the physician, there is no further information regarding this event.